Event description:
It was reported that on an unknown date, a vertecem ii mixing kit and vertecem v+ syringe kit for a kyphoplsty case did not have intact sterile seals so the physician did not want to use them and would like replacements. Back up stock was available and he used those. No effect on patient was reported.